Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and that the reservoir had air bubbles. The customer's blood glucose was 300mg/dl at the time of the incident. No delivery and air bubbles troubleshooting were performed. The customer reported that the no delivery alarm was resolved by changing infusion set and reservoir. Troubleshooting for air bubbles found that there were big bubbles in the reservoir. Customer also stated that they allowed for insulin to warm to room temperature prior to filling reservoir. Best practices for handling insulin was reviewed and customer was advised to make sure there are no air bubbles prior to inserting insulin. The reservoir will not be returned for analysis.